Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu) to resolve the issue. The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted general low anterior resection surgical procedure, the error c-34 occurred on the erbe generator according to the intuitive surgical inc. (Isi) representative. The monopolar energy was not working. The tse checked error logs and can verify the fault. Tse asked the customer if the erbe generator was already restarted several times and changing the cable did not help. The customer was using the other monopolar cable and second monopolar outlet also error comes back. The customer has no valleylab iesu and has no second davinci available. The representative stated that the customer will complete surgery normally, without monopolar function. The procedure was completed as planned with no reported injury. Intuitive followed up with the initial reporter and obtained the following additional information: the customer has no additional information available.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The iesu was returned for failure analysis and the reported failure was confirmed and replicated. During the power-on test, the c-34 error was found. Upon visual inspection, no issues were found that would be related to the reported event. The iesu will be returned to the original equipment manufacturer. The probable root cause of the reported issue can be attributed to a fault on a component or module within the erbe generator.